Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mdq064-epm8737, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2019 and suture was used. During the procedure, the needle popped off. The procedure was successfully completed. There were no patient consequences reported.